Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient for in-clinic follow up after experiencing near syncopal episodes during right ventricular capture test. It was determined the right ventricular lead exhibited loss of capture at high thresholds. Programming interventions were made. The patient was stable.